Manufacturer narrative:
Date sent: 7/5/2007. Information anticipated, but unavailable at this time.

Event description:
It was reported that during a lap cholecystectomy procedure, the clips were malformed. Case completed with another device of the same product code. No pt consequence.